Event description:
F9 / red error code displayed on geenrator mid-procedure. Resolved by switching back to traditional electrocautery.

Event description:
Red error code display on generator in the middle of the case.

Manufacturer narrative:
Product event #(B)(4): evaluation process: unit received in poor condition and internal visual inspection revealed both dc pcba and long standoffs snapped. Unit delivered peak cut rf energy correctly into fixed resistors. When full bridge energy attempted the output relays "double clicked" and would occasionally generate an f9 fault. Troubleshooting revealed that the output of the dc pcba u4 does not follow its input and prevents hv output from the power supply. Root cause: f9 faults caused by failed dc pcba u4 preventing unit from generating output power. Replacement of the u4 restored the unit to full functionality. It is unknown what caused the u4 to fail as every unit undergoes a full burn in cycle to eliminate faults due to infant mortality of components. (B)(4).

Manufacturer narrative:
(B)(4): product scheduled for return but not yet received by manufacturer for inspection. Eval results: product scheduled for return but not yet received by manufacturer for inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.